Event description:
It was reported that there was a base hardware failure, force sensor test. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. Visual and functional testing were performed. Visual inspection showed that the device was in good condition with no appearance of any physical damages. Left plunger case has broken screw boss. During the power up process, check and test force sensor testing, the problem was not duplicated. The root cause of the issue could not be determined. Replaced interconnect board for as a preventive measure. Replaced left plunger case. Performed preventative maintenance and all functional testing which passed. A corrective and preventative action has been opened to address the reported issue.